Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Formatted history file confirmed pump error 15 and pump error 4 due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that t the insulin pump had multiple pump error alarm. Customer's blood glucose value was 88 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.